Event description:
The clinician reported that four months after the dental implant was placed, in the patient's mouth, failure of implant was verified. Periodontal disease was present at the time of surgery. Bone graft was placed. Poor oral hygiene was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.